Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma and rupture.

Event description:
Physician reported "capsular contracture baker grade iii, severe pain", "silicone-induced granuloma" and "rupture." The device remains implanted.